Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the foot board is cracked with exposed sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.